Event description:
On 6/1/98, the nurse and intra-aortic balloon pump technician noticed that there was blood in the intra-aortic balloon gas exchange line. There has been a "gas leak" alarm earlier that day which had resolved when the balloon was re-filled. The pumping ratio was switched to 1:3 and augmentation was decreased. The cardiologist and cardiac surgeon were notified and ordered the balloon left on a 1:3 and low volume. The physicians indicated that they would come in later that morning to remove the balloon. The intra aortic balloon was removed and there was no detriment to the pt. On 6/10/98, datascope rec'd the mandatory wedwatch from from the user-facility; and the following info was reported: the intra-aortic balloon pump catheter ruptured while in use with the pt. The pt maintained stable blood pressure and the balloon was not replaced. The pt went for open heart surgery two days later, as already planned, not as a consequence of intra-aortic balloon pump rupture. No injury or harm to the pt other than the intra-aortic balloon required removal and did not function as it should have (premature discontinuation due to rupture of balloon). Event complications: none from the event - reported 6/2/98, 6/10/98. Pt's current status: unk - rpt'd 6/2/98.